Event description:
It was reported that at the implant procedure the physician had difficulty advancing the lead due to tortuous anatomy. Upon examination, the physician thought the lead was distorted or "off center." A new lead was implanted. It was also reported that the valve at the proximal end of the catheter was deformed. The physician had difficulty getting the guidewire into the catheter and advancing it down to the tip. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).